Event description:
PICC line was inserted. Ten days later, the home health nurse attempted to remove the PICC at the pt's home. She could not remove it. The pt was sent to ER. The ER physician attempted to remove the PICC when it broke in 2 (at the 31cm line) and the PICC inside pt migrated to the pulmonary artery. The pt had the piece removed via fluoroscopy in special's lab by the radiologist.